Event description:
Revision surgery - the surgery was a planned patella resurfacing original surgery with the possibility of a poly exchange, tibial plate and femoral head change. The poly was changed due to wear.